Manufacturer narrative:
The failure investigation has been completed and the alleged screen on issue was verified. Based on the analysis, the alleged touchscreen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump display screen flickers off and on. Customer's blood glucose was 130 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.